Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the insulin gauge remained static at 115 units. The customer's blood glucose (bg) level was 302 (mg/dl). The customer stated this bg value is elevated and the customer believes the pump is not delivering all the insulin. To address the bg level, the customer delivered boluses and exercised. As the reported event occurred prior to calling tandem technical support, troubleshooting was unable to be performed.